Event description:
A malfunction occurred on the customer's pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction recurs, which was understood and acknowledged.